Event description:
It was reported that the graftmaster covered stent was deployed for treatment of a perforation in the mid right coronary artery that occurred during use of another device. The graftmaster did not seal the perforation and the patient underwent surgery for treatment of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.